Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including, pressure, clear passage under water and dimensional testing and the device performed according to product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/29/2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #2 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp standard bore catheter extension set leaked. The event was further described when the nurse was inserting the IV and "went to connect saline lock tubing to hub of catheter and noted that there was a leak in the tubing after several attempts of retightening tubing at the hub due to blood an fluid leaking out". There was no report of patient injury or medical intervention associated with this event. No additional information is available.